Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms. It was noted the device system triggered a rv lead safety switch (lss) and the patient's remote monitoring system displayed a red call doctor icon. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).